Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. Follow up information received from the physician's revealed that there was no lead malfunction, however, they will continue to work with the patient to "tweak" and "customize" the electrical current so that the patient does not have diaphragmatic stimulation. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.